Event description:
Rptr had an ipg implanted in her back 4/5/91, to help with chronic pain. It worked well for 7 to 8 weeks, then rptr started getting severe shocks which went around her body just above her waist and into both legs. It was so severe it knocked her to the floor. Rptr's dr called the MFR's rep and decided rptr should have an x-ray to see if the electrode had moved, he said they had not. It was decided to do some more adjustments but rptr was still being shocked and had muscle cramps and spasms in her legs. Rptr had her second surgery 2/18/92, and dr found one of the wires in the lead had broken and had "wrapped its way around everything." Co's rep, who was in the operating room, took the lead back to co's lab for testing. Rptr's dr's nurse told rptr she was the third pt in 3 days to have this surgery. Seven to eight weeks later rptr had the same shocks and muscle cramps, the unit would also turn on when it was turned off. Also, while it was on it would get extremely hot in the area of the ipg and down her leg to her knee. Rptr was told by the product mgr at co that "there is nothing wrong with our product" and if she thought it otherwise to have it removed. Rptr's dr told her it would be unlawful for her to have the ipg for testing. Another dr removed it and handed it to her on 11/10/92. An adaptor was attached to rptr's ipg when it was removed. Before her first surgery it was explained what would be placed in her back and the adaptor was never mentioned and it's not on her operative records. (*)